Event description:
Patient reported that she programmed a 9 unit bolus on her insulin infusion device and the device indicated that it delivered the programmed bolus amount. One hour later, the patient gave herself an additional 1 unit bolus. Patient checked her blood glucose and it was in the high 200's mg/dl. No symptoms of the elevated blood glucose were provided. Patient then reported that she check her bolus history and it showed a 0.2 unit bolus in place of the 9 unit and 1 unit bolus. The patient, later, was able to complete a bolus which delivered and recorded correctly. The patient reported to the company, later the same day, that she found an 02 error message ( low motor battery) but does not recall receiving or clearing the error message. The product has been requested to be returned for evaluation. No medical assistance was necessary.